Event description:
It was reported that the patient called to report not feeling real good. The patient experiences discomfort in chest, 3-4 days. Patient also reported the device was relocated to sub-muscular as plug was "cutting its way out" of implant site. The patient also noted going through courthouse twice and alarm sounded. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).